Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to was admitted to the hospital complaining of progressive weakness. Transesophageal echocardiography (tee) was performed and vegetation was found on right ventricular lead. Since the patient had endocarditis, the entire implantable cardioverter defibrillator, right atrial, right and left ventricular leads were explanted. The patient was recovering in stable condition.

Manufacturer narrative:
Correction b5 - added omitted related manufacturer reference numbers for concomitant medical products.

Event description:
ICD: quadra assura crt-d quad rf hv: related manufacturer reference number: 2017865-2020-07561 rv: durata sts optim active fixation, df-4 connector: related manufacturer reference number: 2017865-2020-07563 lv: quartet: related manufacturer reference number: 2017865-2020-07670 ra: optisense lead: related manufacturer reference number: (B)(4). It was reported that the patient presented to was admitted to the hospital complaining of progressive weakness. Transesophageal echocardiography (tee) was performed and vegetation was found on right ventricular lead. Since the patient had endocarditis, the entire implantable cardioverter defibrillator, right atrial, right and left ventricular leads were explanted. The patient was recovering in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.